Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files for the unexpected negative reactivity showed that cell 2, which resulted as negative, visually appeared weakly positive. The sample also appeared to be icteric. The customer was cautioned that per the echo operator manual, icteric samples should not be processed on the echo due to the possibility of erroneous results. The customer was also made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.